Manufacturer narrative:
On (B)(6) 2015 the patient's (pt) friend sent an e-mail advising that ¿the pt is no longer available to wear cl, she wishes to send back acuvue advance lenses which were purchased before.¿ the medical information reported was received by the pt¿s friend and is being reported as worst case. The pt¿s friend has refused to provide the pt¿s contact information or the pt¿s treating eye care professional¿s (ecp) information. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
On (B)(6) 2015 our affiliate in (B)(6) advised that a patient¿s (pt) friend sent an e-mail reporting the following medical claim while using the (B)(6) contact lens (cl). The friend reported that the pt had acute stinging sensation (affected eye unknown) and also reported that the pt was ¿upset about the event.¿ on (B)(6) 2015 an e-mail was sent to the pt¿s friend to obtain the pt contact information so the pt could be contacted directly to obtain additional information regarding the event. On (B)(6) 2015 an e-mail was received from the pt¿s friend reporting as follows: ¿the pt is very upset that he/she had the stinging sensation caused by the (B)(6). The pt received medical treatment because of keratitis, corneal ulcer, and vision decrease caused by the (B)(6) .¿ on (B)(6) 2015 an e-mail was received from the pt¿s friend advising that the pt is not (B)(6). He/she refused to provide personal information.¿ on (B)(6) 2015 an e-mail was received from the pt¿s friend with the following information: ¿the pt confirmed that he/she received medical treatment because of the symptoms of keratitis and corneal ulcer. He/she reported va decrease as a subjective symptom. He/she complained about constant itching sensation and severe pain in the whole part of the eye including cornea.¿ on (B)(6) 2015 our (B)(6) affiliate received receipts from the pt¿s friend, but the information was in (B)(6). The information was forwarded to our affiliate in (B)(6) for translation. On (B)(6) 2015 the translation was received from the affiliate in (B)(6). The information that was received was a billing receipt dated (B)(6) 2015. No additional medical information was received. The receipt indicated that the pt was seen and treated in (B)(6). The receipt did not include the hospital name. Multiple attempts have been made to the pt¿s friend to obtain the pt¿s contact information, but nothing to date has yet been received. We do not know which lot is associated with the reported event. Therefore we have provided device history records for both lot #¿s reported. A lot history review was performed on lot # 5611350108 and lot # 5610960112 and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. It is unknown which lot # is the affected lot #. Product has been requested for return for evaluation, but to date it has not yet been received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4).